Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed the bicarbonate buffer test. The sensor passed with accurate readings. However, the sensor's cannula was bent.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 140 mg/dl compared with the sensor glucose reading of 181 mg/dl. The customer's symptom included shakiness. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.